Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. A chest x-ray was performed prior to the procedure and the right ventricular lead exhibited externalized conductors. No electrical anomalies were detected. The procedure was rescheduled. The right ventricular lead was explanted and replaced during an unrelated procedure on (B)(6) 2018. The patient was stable throughout.

Manufacturer narrative:
A partial distal portion of the lead measuring 52.1 cm was returned for analysis. Internal insulation abrasion was noted at 12.5 cm - 15.6 cm from the distal tip. The insulation abrasion breached the rv lumen with no damage noted to the etfe coating. Without return of the entire lead, the cause of the reported incident could not be conclusively determined.